Event description:
This is report 3 of 3 for the same event. It was reported that during a cranial tumor surgery, while drilling, it was observed that the cutting burr device broke at the distal end inside of the motor device while in use with an attachment device. As a result, the cutting burr device was stuck inside the motor device. There was a five minute delay in the surgical procedure. A spare set of identical devices were available to complete the surgery successfully. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. The surgeon was not concerned that any piece of the device entered the patient as all pieces of the broken device were recovered. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The burr lock mechanism assembly was disassembled and it was observed that approximately 5 mm of the proximal end of a cutter device was broken off in the assembly. It was determined that this prevented a cutter device from being secured. The assignable root cause was determined to be due to an incorrect method of cutter insertion at the customer site. This was further defined as user error, abuse and/ or misuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.